Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a surgical intervention for patella osteosynthesis due to a cruciate knee ligament rupture at 3 years postoperatively. No additional details were provided.